Manufacturer narrative:
The field service technician replaced the foot control back up cable. The system is working as intended. The device history record was reviewed and found to meet manufacturing specification. The investigation is ongoing.

Event description:
The user facility reported that during the procedure, the system shutdown when the center pedal was pressed. The procedure was delayed for approximately 3 minutes to boot up the machine. No patient impact was reported.

Manufacturer narrative:
The foot control back up cable was not returned for investigation. We are unable to determine the root cause. No further actions are required at this time. Will continue to monitor complaints of this nature. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.